Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (damaged monitor case) has been confirmed. As received, the belt receptacle was pulled from the monitor case and was disconnected from the j1001 connector on the computer / analog (ca) board. Additionally, liquid contamination was found on the j1001 pins. The root cause of the damaged receptacle is excessive force placed at the receptacle. The root cause for the contamination was ingress of an unkown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that patient had a damaged monitor case.